Event description:
It was reported that the patient had a post operative superficial infection of part of the incision after his inflatable penile prosthesis (ipp) device implant. He was treated with antibiotics and it healed, but he ended up with a small fistula near ipp pump that keeps drawing a small amount of serous fluid. It was determined that the pump was malpositioned, so the physician cut out the tract and old pocket and explanted the pump. The tissue was irrigated and a new pump was explanted on the other side. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with artificial urinary sphincter (aus) procedures and are noted as such in the device instructions for use. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms malposition, infection, fluid discharge and fistula were found to be listed in the IFU. Investigation conclusion: based on the available information, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a post operative superficial infection of part of the incision after his inflatable penile prosthesis (ipp) device implant. He was treated with antibiotics and it healed, but he ended up with a small fistula near ipp pump that keeps drawing a small amount of serous fluid. It was determined that the pump was malpositioned, so the physician cut out the tract and old pocket and explanted the pump. The tissue was irrigated and a new pump was explanted on the other side. There were no patient complications.